Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the recorded basal history does not match the active basal program of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the pump's black box showed multiple ¿delivery halted, exceed max basal¿ warnings beginning on 01/14/2015 at 06:09. The max basal rate was set to 0.00u/hr. The total daily doses prior to the warnings added up correctly. The pump was exercised for 24 hours with a 1.0u/hr basal rate. At the end of the duration test, the basal history correctly showed 1.0u and the total daily dose showed 24.0u. No alarms or warnings occurred during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.